Manufacturer narrative:
The device is unable to be investigated because it was not returned to cardiva medical inc. While it is reported that fluoroscopy of the disc position before collagen deployment was obtained, the images were not provided to cardiva medical inc. It should be noted that imaging is specified in the IFU to locate the disc position and arteriotomy location. Imaging also allows the user to assess the severity of the vascular disease, vessel tortuosity, and vessel diameter and identify the presence of an existing stent or other implant at the arteriotomy site. In addition, it is not known if the occlusion was the result of an unintentionally implanted of the collagen plug or some other biological material such as a clot. It is noted that the user achieved final hemostasis with the vascade device and there was no report of rebleeding post procedure. Conclusion: it cannot be determined if the disc was properly placed for deployment. Additional procedural factors such as sheath exchange, insertion of closure device in conjunction with the degree of the vascular disease and condition (calcification near the arteriotomy site), and insufficient hydration time of the collagen may have been contributing factors to this event but this is unknown. It can also not be determined if the occlusion was caused by the collagen plug or some other biological material such as a clot.

Event description:
Procedure was for a left leg intervention with shockwave and balloon angioplasty. The vascade 6/7f device was selected for closure and inserted into the 6f sheath. The disc was deployed, the sheath was removed. At this point the user attempted to get temporary hemostasis but there was a small amount of oozing at the site. User had user a #11 blade for sheath placement which appears to account for the small amount of oozing. The disc placement was checked with fluoroscopy and user was comfortable with disc location. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The push rod was utilized to strip the collagen from the device, and the device was removed. Manual compression was held for 5 minutes using the entire palm as opposed to 2 fingers and final hemostasis was achieved. One-hour post procedure there was no pulse in access site leg. Ultrasound reported a clot in the proximal cfa and the external iliac of the right leg. Patient was returned to the procedure room and contra lateral access was achieved. An exam showed complete blockage at the access site only. The blockage was removed with surgery. No further complication or injury noted.